Event description:
It was reported that during a da vinci-assisted surgical prostatectomy simple procedure, the customer informed the technical support engineer (tse) the endoscope ejected from arm 3. The clinical sale representative (csr) requested that the system logs be checked. The tse reviewed the live logs and found error 31009 on arm 3. The tse informed the csr it was possibly the endoscope, but the adapter engagement was secure. The csr requested the arm 3 checked/replaced. The surgeon continued with the procedure robotically. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field engineer contacted the customer and confirmed that there were no further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.